Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and they re-seated the power and communication cables to the axiem box on the system. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that none of the axiem ports on the system were working. There was a 20 minute delay in the procedure. No impact on patient outcome.